Manufacturer narrative:
(B)(4) : implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011. There are no plans for reimplantation as of the date of this report. (B)(4).

Manufacturer narrative:
Device not available for analysis. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a loss of osseointegration, resulting in a loosening of the fixture. Clinical management of the patient is underway. It is unknown whether there are plans to explant and reimplant the patient with another device. The implanted device remains.